Manufacturer narrative:
The astral device was returned to resmed. Review of the device logs confirmed the device failed to charge its internal battery. However, the issue could not be reproduced. The investigation method and conclusion are not finalized at this stage. If further information becomes available, a supplemental report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery and returned to default settings without intervention. There was no harm or serious injury reported as a result of this incident.